Manufacturer narrative:
Other, other text: device evaluation- five used devices were returned for evaluation. The device examination showed cracks along the devices. The devices were measured to ensure they met with dimensional specifications; the samples met with specifications. The investigation did not identify a manufacturing problem. The device instructions require the user to "check the inner cannula prior to insertion and discard if kinked or damaged". The device issue was determined likely caused due to excessive force applied during cleaning or incorrect cleaning technique.

Manufacturer narrative:
Only the month ((B)(6)) and year (2020) of the aware date are known. (B)(6).

Event description:
It was reported that the inner cannula of the portex blue line ultra (blu) trach tube ruptured in a very short time (within 3-5 days of use). No patient injury or complications were reported in relation to this event.